Event description:
It was reported a single tone alarm was heard by the patient every hour. The patient required a bolus with her personal therapy manager (ptm), but she did not report a code or the bolus denial screen. The alarms function on her ptm was accessed and a code of 8254 was reported. It was noted the code was for low reservoir. The patient read from the print report that their refill date was (B)(6) 2014. It was further reported the patient¿s last refill and update was (B)(6) 2013 and the pump was filled with 40 milliliters (ml). The pump should still have 26 ml remaining. It was reported the patient would meet with their healthcare provider (hcp) tomorrow. The patient was having no increase in pain level, but it was reported, ¿it doesn¿t help that much.¿ the patient had oral medications in case of underdose symptoms. The pump was being used to deliver morphine. Additional information received reported the issues resolved on (B)(6) 2013 after reading the pump and visiting with technical services. When the patient was refilled in (B)(6) the pump refiller neglected to do an update on what was loaded in the pump. The patient had no symptoms and was doing well. The patient's information was correct and updated now and the patient was scheduled for a refill in (B)(6). It was reported a manufacturer representative went to the clinic where the most recent refill was done and confirmed software in 8840 was aar. After looking at reports it was confirmed that there was no session data report from the (B)(6) 2013 refill, which would indicate the pump was not updated on (B)(6) 2013. The pump reservoir volume was updated to 25 ml and these actions resolved the reported issue. It was further reported the patient came to the doctor¿s office and the pump was interrogated with the 8840 programmer. It turned out that the hcp that programmed the pump failed to update the pump on their last visit. Once the pump was updated the pump stopped alarming and we corrected the reservoir volume. Everything was good and there were no negative effects from the event. The infusion rate and concentration were unknown, but the patient had a morphine pump.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. Product ID: 8840, product type: programmer, physician. (B)(4).